Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that there was a leakage from the bending section of the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the biopsy valve cap was shaved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was a leakage from the control section and the bending section rubber. The bending section rubber was broken. Insertion section was scratched. Biopsy port was shaved and scratched. Eye-piece unit was deformed. Universal cord was scratched. Up/down angulation was out of specification. The device lever did not work smoothly. Image guide bundle was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed a similar past event and surmised that this phenomenon was attributed to the contacted endo therapy accessories or a cleaning brush at insertion or withdrawal. If significant additional information is received, this report will be supplemented.